Event description:
The customer reported the charging circuit does not reach peak during op check. There was no patient involvement as this occurred during testing.

Manufacturer narrative:
(B)(4). The customer evaluated the device. The issue was isolated to the therapy pca. The therapy pca was replaced to resolve the issue. The device passed all testing and remains at the customer site for use. A malfunction of the therapy pca caused the reported symptom. Replacement of the therapy pca resolved the issue.